Event description:
During a surgical procedure, the pk cutting forceps, 5 mm, 33 cm malfunctioned. It was described as not opening correctly. A replacement was used and no patient harm occurred. Diagnosis or reason for use: total laparoscopic hysterectomy and bilateral salpingectomy.